Event description:
The customer reported that the system displaying an x-ray disabled error. This error will prevent the system from performing fluoroscopy. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.